Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The pch instrument was found to have a broken ceramic sleeve. The ceramic sleeve was dislodged, and a broken piece was missing as a result of the breakage. The size of the missing piece was approximately 0.026¿ x 0.063¿. The root cause of the ¿broken instrument ceramic sleeve¿ is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the pch instrument or accidental collisions. Failure analysis identified additional observations not related to the customer reported complaint. The pch instrument was found to have scratch marks/abrasions on the distal clevis. The root cause of this failure is due to mishandling/misuse. The pch instrument was also found to have thermal damage around the ceramic sleeve area of the yaw pulley. The pch instrument passed the electrical continuity test. No damage was found on the conductor cap or the conductor wire insulation. The root cause of this failure is attributed to device design. A review of the logs showed the pch instrument (part #470183-14 / lot #n11201117-0085) was last used on (B)(6) 2021 during a procedure with system sk1901. The pch instrument has 10 allotted uses and had 7 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the pch instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: there was evidence of thermal damage proximal to the ceramic sleeve with no indication or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted a metal piece was loose at the tip of the permanent cautery hook (pch) instrument. The customer replaced the pch instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.